Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log and 12-month service history were reviewed. The service history review indicated that the device was last serviced in september 2025, and the complaint was related to that prior service. Visual inspection and functional testing revealed that the lock status was not working. The complainant¿s allegation was confirmed. The latch/lock sensor and dso seal were replaced. The probable root cause was identified as a defective latch/lock sensor. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a lock mechanism sensor error. There was no patient involvement.